Event description:
A customer from (B)(6) reported to biomerieux discrepant trimethoprim/sulfamethoxazole (sxt) results for multiple acinetobacter baumannii isolates in association with the vitek® 2 ast-n244 test kit. The customer reported there were discrepancies between vitek® 2 results and disk diffusion. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in spain had notified biomérieux of discrepant results associated with vitek® 2 ast-n244 test kit. The customer reported observing a false susceptible result for trimethoprim/sulfamethoxazole (sxt) against multiple strains of escherichia coli (pr (B)(4)), klebsiella pneumoniae, ssp pneumoniae (pr(B)(4)), and acinetobacter baumannii (pr (B)(4)) with the vitek® 2 ast-n244 test kit when compared with the diffusion discs. The customer did not submit any strains of acinetobacter baumannii for further evaluation. Without the isolates, the issue could not be confirmed.

Manufacturer narrative:
The investigation was reopened and complementary tests were performed on eleven other strains (s11 to s21). Complementary investigation with s11 to s21 : the reference method (bmd) gave : bmd sxt mic = 1/19 mg/l s for s14,s16,s17,s18 and s21. Bmd sxt mic = 2/38 mg/l s for s11, s19 and s20. Bmd sxt mic = 0.25/4.75 mg/l s for s15. Bmd sxt mic > 32/608 mg/l r for s12 and s13. Vitek® 2 ast-n244 cards (cl 6440132403 + rl 6440151103) gave : for s11, s16, s17, s19, s20 and s21 : sxt mic <= 20 (1/19) mg/l s on both lots tested. For s14 : sxt mic = 40 (2/38) mg/l s on both lots tested. These results are in essential agreement with no error of category comparing to the reference method (s). For s15 : sxt mic <= 20 (1/19) mg/l s on both lots tested. These results are in essential agreement error with no error of category comparing to the reference method (5 s). For s18 : sxt mic >=320 mg/l r on both lots tested. These results are in essential agreement error leading to a major error of category comparing to the reference method (s). For s12 and s13 : sxt = 40 (2/38) mg/l s on both lots tested. These results are in essential agreement error leading to a very major error of category comparing to the reference method (r). An underestimation of sxt is confirmed for s12 and s13 on vitek 2 (v7.01) ast-n244 cards. An overestimation of sxt is obtained in-house for s18. In conclusion, the customer issue was duplicated in-house for five atypical strains. The remaining sixteen strains tested confirmed the vitek® 2 ast-n244 cards performed as expected.